Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The belt clip slot was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip, minor scratched liquid crystal display window, scratched reservoir tube window and missing end cap sticker.

Event description:
Customer reported a button error alarm. The customer's blood glucose level was 116 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and to revert to a back up plan. No additional information was provided.